Event description:
According to the reporter, prior to a procedure, while charging, the handle did not charge and it was in a blacked-out state. Another handle was used and was placed in the charger and was able to charge without any problems. There was no patient involved. Medtronic's evaluation of the device found that the analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
Concomitant product: sigsbchgr, sig power sigsbchgr one -bay charger (sn:unknown)evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted that there was a faded/burnt in section of the organic light-emitting diode (oled) screen. Functional testing found no abnormalities. A review of the system logs showed evidence of field programmable gate array (fpga) reset/reprogram failures. The handle was running v29.6 software at the time of the fpga reset/reprogram failures. No indication of the handle being unable to charge was noted. It was reported that the handle wont charge. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of screen burn-in. The product analysis noted evidence that the device was not used as intended. This issue may occur due to the display showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are left connected to the handle by the user, the amount of time it takes the screen to shut off is extended. Another unreported condition was identified: fpga reset/refresh. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.